Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a really bad jaw problem and their tmj is really clicking. Their dentist informed them that they, the aligners, might not be fitting for them. This is a contraindicated patient.